Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory external visual inspection of the device noted body fluid contamination in both lead barrels. Detailed analysis noted both seal plugs are intact and undamaged and the ra distal set screw was missing from the connector block. No wrench was returned with the device. Analysis of the device memory confirms that the device did not declare elective replacement time (ert). The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that the missing ra setscrew was induced.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure after the physician tied down the right atrial (ra) lead and went to re-connect it to the device header, it was noted that the set screw was still attached to the wrench. Subsequently the physician requested a new device. This pacemaker was attempted and not implanted. No adverse patient effects were reported.

Event description:
--